Manufacturer narrative:
The service engineer (se) inspected the device and found an error code in the ventilator diagnostic logs. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb), performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator had generated an error code indicating ventilator inoperative. The patient was transferred to an alternate ventilator without harm or injury.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the breath delivery (bd) xena ii printed circuit board (pcb) was returned for failure analysis. The pcb was visually inspected and functionally tested. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.